Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device revealed proximal stent damage. The stent was misaligned at the proximal edge of the stent with a number of raised struts. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, a catheter was not able to cross the lesion. The target lesion was located in a calcified and 'tight' right coronary artery. The 20 x 2.50 mm taxus liberte stent delivery system was introduced, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.